Event description:
It was reported that on (B)(6) 2019, the patient presented to the emergency room with abdominal pain. The patient was tested on the alere hcg combo cassette and received a positive result. The same sample was retested and produced a positive result. Bloodwork was then performed and produced a negative hcg quant of <0.01 miu/ml. No further information was available.

Manufacturer narrative:
Retention products for the reported lot number were tested with clinical hcg-negative urine. Results were read at 3 and 4 minutes and all test devices produced expected negative results at the read time. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. The reported complaint for false positive hcg results was not replicated as retention products performed as expected. A root cause could not be determined based on the information provided. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
It was reported that on an unspecified date, the patient presented to the emergency room with abdominal pain. The patient was tested on the alere hcg combo cassette and received a positive result. The same sample was retested and produced a positive result. Bloodwork was then performed and produced a negative hcg quant. No further information was available.

Manufacturer narrative:
Retention products for the reported lot number were tested with clinical hcg-negative urine. Results were read at 3 and 4 minutes and all test devices produced expected negative results at the read time. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. The reported complaint for false positive hcg results was not replicated as retention products performed as expected. Case details indicate the results were read at 5 minutes. Per the package insert, read the results at 3-4 minutes when testing a urine specimen. Do not interpret results after the appropriate read time. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.